Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-01919 as part of a historical (B)(6) patient registry review in (B)(6) through (B)(4). On 26sep2022 the review of files of this event type was completed. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2019, the patient experienced massive bleeding in the pump pocket. The patient underwent reoperation and blood transfusion with 16 units or more of packed red blood cells. No drug treatment was performed and no anticoagulant treatment at time of the event. The cause of bleeding was due to the complexity of medical management.

Manufacturer narrative:
This event occurred at (B)(6). Manufacturer's investigation conclusion: a specific cause for the reported bleeding event as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The patient remained ongoing on hm3 lvas, serial number (B)(6), until (B)(6) 2021 when the patient underwent a routine heart transplant. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instruction for use (IFU) is currently available. This IFU lists bleeding as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The IFU also outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.